Event description:
There was a report of charge incomplete, ending with eri at manual charge/dump. This occurred at implant attempt, with the device still in the box. It subsequently tested out of specification at manufacturer's analysis. No patient complications were reported as a result of this event.